Event description:
It was reported that initially, dr. Fired plee60a, 2 white reloads to create ileal common channel. Then he used gray (ecr60m) w/seamguard to control a vein on the lesser curvature. It was noted, the motor activated and stopped. Lesser curve vessel was undivided and seam guard was not stapled into tissue. Surgeon couldn¿t open the stapler via the release levers and instead of using powered return, he used the manual release. They opened a second stapler. Same process was deployed as above, same anatomy, and stapler failed to fire. Used manual release and called for a 3rd stapler. 3rd stapler was deployed, same surgical step as previous 2 and same result with 3rd stapler, failed to deploy staples. Used manual release to remove stapler. Asked for medtronic tan and seam guard, which worked and procedure was completed with medtronic stapler. Rep and surgeon discussed the indicated tissue range for ecr60m and how much a seam guard shifts the closure tightness. He said the lesser momentum was thicker than he typically sees. He has also used ecr60m + seam guard without incident for the past 5 years. They discussed the tissue range of gst60w vs. Tristaple tan and why tan/seam guard was successful where gray/seamguard was not. He agreed that white + seamguard would have been a wiser choice. Has indicated he will move his practice to gst60w + seamguard for that specific firing. No patient consequence reported post op 12 hours. No patient consequences was reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. B3: only event year known: 2025. D4: batch #601d55. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device (a) was returned with no apparent damage and with and with a gst60w reload loaded on the device. The reload was received unfired. During the functional test, a sound of a motor was heard, and the knife didn't move forward to the lockout position, this is consistent with a device been bailout. The device was disassembled to verify the condition of the internal components and the lever bailout was damaged due to interaction with the cam bailout. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. The event described of would not fire and difficult to open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 601d55, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.